Event description:
It was reported that pump displayed malfunction code 16 with associated fault ID and could not be reset, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.